Event description:
It was reported that the patient experienced a syncopal episode. A remote transmission showed episodes of no capture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID sesr01, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).